Event description:
The solitaire x fractured from the delivery wire while the physician was attempting to retrieve the device on the fourth attempt at thrombectomy. The physician was able retrieve the fractured device piece with a 7mm snare. Immediate angiography showed a catastrophic rupture of the left middle cerebral artery. Open intervention could not be done because the patient had received intravenous tissue plasminogen activator (IV t-pa). Patient taken to cardiovascular intensive care unit intubated on a cardene drip.